Event description:
It was reported that the medication of a large volume infusor had not been administered effectively; a "majority" of the medication remained in the device and the device "remains heavy". This was observed during patient infusion via a peripherally inserted central catheter (PICC) line. The device was filled with cefazolin (aft) 6000mg and sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter postal code: (B)(6). H4: the lot was manufactured between october 9, 2023 ¿ october 13, 2023. The device was received for evaluation containing 151ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. After the luer cap was removed, evidence of continuous flow of fluid was observed flowing out of the distal luer. A functional flow rate test was performed on the sample, and the flow rates were found to be within the product specification range. During the flow test, evidence of continuous flow of fluid was observed flowing out of the distal luer. The reported condition was not verified. The device was determined to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.